Event description:
Patient in surgery for colostomy reversal. Echelon circular powered stapler size 31mm, ref # (B)(4), lot # u93h2z misfired (would not close completely). Another stapler used to complete procedure.